Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error and also had alarm for motor safety circuit failed test as well as another insulin pump error. Customer¿s blood glucose was 124 mg/dl. Customer stated that they received the open book image on the pump screen after insulin pump error displayed on screen. Customer stated that insulin pump error was not able to clear. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 40 and 24 alarms due to critical pump error alarm and unable to download the device .